Event description:
It was reported that the lead exhibited capture and sensing anomalies.

Manufacturer narrative:
Analysis found that the proximal coil was fractured as a result of clavicular crush. The distal insulation was damaged in the area of the crush.